Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2013. The generator was replaced due to battery depletion. The reason for lead replacement was not listed. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Review of the available programming and diagnostic history found multiple system diagnostic results from the date of surgery showing high impedance (impedance value >= 10,000 ohms). The generator was at end of service by the time surgery occurred and high impedance was detected with the replacement generator. Troubleshooting was likely performed as evidenced by the four diagnostic tests; however it was unsuccessful at resolving the high impedance. After the lead was replaced, the high impedance resolved. Review of the decoder data showed that the last 25% change in the impedance value was on (B)(6) 2013, where the impedance value changed from a normal limits range to high lead impedance.